Event description:
After surgery, patient was noted to have a burn on the cheek where it was in contact with the drill guide. A similar incident occurred on several months ago with the same device.the device was tested later and was noted to get extremely hot very quickly if the drill is pushed against the stop. There is a shoulder on the drill bit that makes contact with a stop near the tip of the drill guide. Drill console defaults to 40,000 rpm on startup. Manufacturer recommends a maximum speed of 25,000 rpm for this device. Similar devices from other manufacturers make contact on non-rotating surfaces, so they cannot generate heat. Suspect devices have been removed from service. Device photos available.